Event description:
The customer reported the system displayed a communication error, and the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and lemo connector. The system operates as intended.